Event description:
It was reported that a pt underwent a two level x-stop procedure at levels l3/l4 and l4/l5. Approximately 3-4 months post x-stop procedure the x-stop implants were removed and laminectomies were performed. It was reported that the pt did not have any relief of pain from the x-stop devices. No further info was provided.

Manufacturer narrative:
Add'l catalog no: 1-2214. Device not returned, f/u with company rep.